Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent system was used during a biliary stent placement procedure on (B)(6) 2013. According to the complainant, the indication for the stent placement was treatment for a biliary stricture. The patient anatomy was not dilated prior to the stent placement. During the proedure, when an attempt was made to deploy the stent, the physician felt strong resistance and the proximal portion of the inner shaft broke at around 1cm. The stent was unable to be deployed at all inside of the patient. No portion of the device fell inside of the patient. A second wallflex biliary rx fully covered stent system was used to complete the procedure successfully. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) for the reported event of inner shaft break. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted onto the device. It was noted that the inner lumen was exiting at the guidewire exit port and was kinked. The stainless steel handle was broken at 10mm distal to the proximal handle. During a functional analysis, an attempt was made to retract the outer sheath and deploy the stent; however, a restriction was met. The shaft was dissected proximal to the guidewire access sleeve and the distal end of the inner lumen and stent were withdrawn from the outer sheath. No issues were noted with the profile of the inner lumen or deployed stent that would have contributed to the complaint reported. The inner lumen was kinked from where it exited the guidewire access port. Based on the evaluation findings, which indicate that the inner shaft was not detached/separated, this is no longer a reportable event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent system was used during a biliary stent placement procedure on (B)(6) 2013. According to the complainant, the indication for the stent placement was treatment for a biliary stricture. The patient anatomy was not dilated prior to the stent placement. During the procedure, when an attempt was made to deploy the stent, the physician felt strong resistance and the proximal portion of the inner shaft broke at around 1cm. The stent was unable to be deployed at all inside of the patient. No portion of the device fell inside of the patient. A second wallflex biliary rx fully covered stent system was used to complete the procedure successfully. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.